Event description:
It was reported that a patient underwent cataract surgery on (B)(6) 2021 for the right eye (od) and it was implanted with a monofocal intraocular lens (iol). The iol was prepared with ophthalmic viscosurgical device (ovd) from another manufacturer. No surgical complications were reported. On (B)(6) 2012 the patient was examined (day 1 post-operative) and presented an intraocular pressure (iop) of 16mmhg (-7 mmhg from the baseline). The uncorrected distance visual acuity (ucdva) was 1.00 and the patient presented retinal pigment epithelium (rpe) changes. On (B)(6) 2021, during the one week post-operative visit, the patient presented an iop of 36 mmhg (13mmhg from the baseline), a manifest refraction of 0.75 -1.5 92°. The best corrected distance visual acuity (bcdva) was 1.00. The patient was diagnosed with elevated increased intraocular pressure (iop)/ocular hypertension and still presented rpe changes. The patient was hospitalized from (B)(6) 2021 and the following medications were administered: alphagan and diamox. On (B)(6) 2022, during the 6th month post-operative visit, the patient presented an iop of 25mmhg (2 mmhg from the baseline), a manifest refraction of 1.0 -2 84° and a bcdva of 1.00. The patient was diagnosed with posterior capsule opacification and tortuositas. On (B)(6) 2022, during the 12th month post-operative visit, the patient's od iop was 25mmhg (2 mmhg from the baseline). The patient presented a manifest refraction of 0.75 -1.5 78° and the bcdva was 0.80. The posterior capsule opacification and tortuositas persisted. No culture test was taken and no additional surgical intervention was performed. Through follow-up, we learned that the patient is fully recovered. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided, as information was asked but it was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.